Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05439. The patient had an ipg and two leads (from the same lot). Sjm was made aware of the event on (B)(6) 2012. It was reported, the patient was admitted to the hospital. It was also reported, the patient was diagnosed with a staph infection at the ipg and lead site. As a result, the scs system was explanted. The explanted product will not be returned to sjm. The patient is recovering well and is being treated with IV antibiotics.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.